Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 961076-2011-00173.

Event description:
It was reported that, "right knee. Pt fractured at nav pin sites after original knee surgery. Plates and screws were placed to fix fracture site (now removed). Poly exchange performed along with extraction of loose femur component."